Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Catalog number is unknown.

Event description:
It was reported by the patient that pump was alarming no disposable with remodulin cassette. The cassette should be changed in 4 hours. No injury was reported.